Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of medical records information it appears that on (B)(6) 2013, the patient began seizing and became non responsive 7 minutes into her dialysis treatment. The blood was returned, 911 notified and patient was transported to the hospital. The patient had an episode of urinary incontinence following the episode. Patient was treated for cardiac issues in the hospital. There is no documentation in the medical record that shows a causal relationship between the patient's dialysis treatment or products and this episode of unresponsiveness. It should be noted that this patient had missed her dialysis treatment on (B)(6) 2013. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2013, the patient began seizing and became non responsive 7 minutes into her dialysis treatment. The patient's blood was returned and the patient was transported to the hospital via ambulance. The patient had an episode of urinary incontinence following this episode. The patient stated she "remembers feeling dizziness/lightheadedness 15 minutes into hemodialysis". Patient received neurologic and cardiac workups while hospitalized. The remainder of the patient's hospitalization was uneventful and the patient was discharged on (B)(6) 2013. On 01/07/(B)(6) bicarb machine setting (meq/l): 40. Blood volume processed = 81. Bfr = 40. Scheduled time = 3.0.